Event description:
The customer originally called for assistance running a test on his cioaguchek xs meter (serial number (B)(4)). His result was 7.4 inr at 6:30 pm. He stated this was high and that two weeks ago his inr result was 1.9 inr. He retested using a different finger and obtained a result of 5.5 inr at 6:35 pm. He believes the second result of 5.5 inr to be correct. He stated his hands may have been damp with the alcohol prep when obtaining the first result. There was no treatment at the time of the call. The customer was going to call the physician with the results he just obtained. He does not know his therapeutic range. He stated he had just returned from vacation and had diet changes and excessive alcohol consumption. He is not on heparin. He does not have any antiphospholipid antibodies. There was no adverse event. The return of the suspect product was requested and the replacement product was sent. The relevant retention test strips (lot 293986-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.